Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to .: serial number (B)(4), lot number 62745. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts performed well initially in the left eye. Iop was noted to have increased. Patient was prescribed drops azopt, chlorosig, maxidex, combigan and diamox. Needling procedure was performed twice but iop did not decrease to satisfactory levels, thus trabeculectomy performed. Xen®45 gts was patent and bleb formed. The device remains implanted. Reported events have been resolved.